Manufacturer narrative:
Lead migration was reported to abbott. The replacement the lead and no further even details could be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04056. It was reported that the patient's leads had migrated. Surgical revision was taken place wherein the leads were explanted and replaced. Therapy was established post op.